Manufacturer narrative:
Exemption number e2015058. The history log for the device shows the pad-pak was first successfully installed on the 15th april 2009 and performed self-tests alongside random manual power ons, up to the 12th january 2014. An increase in voltage suggests a further pad-pak was installed. The device failed multiple self-tests due to a low battery between january and february 2014. The device records several configuration errors with a nonsensical duration between november and december 2014 and then between march 2015 and june 2016. The device recorded a shock key stuck error. Investigation found the fault can be attributed corrosion on the membrane tail due to moisture ingress. The shock key being stuck can be traced back to corrosion on the membrane tail. Investigation was unable to replicate or find conclusive evidence of the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.